Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small piece of the universal seal broke off into the patient. A fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.